Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation. Product testing was performed and no defect found on returned meter. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call on 15-jul-2024 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for hi and high blood glucose test results. The customer is concerned with test results from results obtained of 213, 184, 446 mg/dl and hi. The customer¿s expected blood glucose test result is below 100 mg/dl am fasting. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was performed by the customer non-fasting and produced test result of 291 mg/dl using true metrix meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 10/29/2025 and open vial date is a few days ago. The meter memory was reviewed for previous test result history: result 1: 213 mg/dl date: on (B)(6) 2024 time: 6:04 pm fasting . Result 2: 184 mg/dl date: on (B)(6) 2024 time: 4:58 pm fasting . Result 3: 446 mg/dl date: on (B)(6) 2024 time: 1:44 pm non-fasting. Result 4: hi mg/dl date: on (B)(6) 2024 time: 11:36 am fasting . Result 5: 111 mg/dl date: on (B)(6) 2024 time: 6:28 am fasting.

Manufacturer narrative:
Sections with additional information as of 22-aug-2024: d9: date device returned to manufacturer updated to date test strips were returned to manufacturer. H10: test strips were returned for evaluation. Product testing was performed and no defect found on returned test strips. Most likely underlying root cause: (B)(6): user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.